Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high capture threshold on the left ventricular (lv) lead. Upon further inspected, the physician suspected the lv lead was dislodged. The physician elected to reposition the lv lead. There were no patient consequences.